Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio also observed that the device would not power on when prompted. Physio removed the digital pcb assembly for further examination and determined that the cause of the reported issue was a resistor, designator r35. Physio observed process residue on r35 which caused legs 4 and 5 to have an offset voltage. This prevented the device from powering on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.